Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii devices were used. The loading device was broken on the 1st heartstring iii. The 2nd device did not load properly into the deployment tube, as it was slightly extended outside of the tube. The seal was pulled out and manually rolled then reinserted into the deployment tube, at which time it was noticed that the seal was cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the devices in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).